Event description:
It was reported that this right atrial (ra) lead had a high capture threshold with no p-wave. This resulted a in surgical intervention, to reposition the lead. The patient had no symptoms and is not dependent. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.